Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: device with rupture is observed. Red biological tissue observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Rupture was reported upon explant. The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: textured to smooth implant exchange.

Event description:
Healthcare professional reported left side textured to smooth implant exchange. Rupture was reported upon explant. The device has been explanted and replaced.